Event description:
The customer reported via phone call that the customer was hospitalized due to a low blood glucose level. The customer states he ended up with a low blood glucose level because he might have not eaten enough. Then proceeded to eat more in order to raise blood glucose level, but it did not rise. Feeling confused he called for emergency medical service and was taken to the hospital. The customer blood glucose level at the time of the hospitalization was 128 mg/dl at the time of admission, but customer states he did not recall the blood glucose level at time of the event. It is unknown if the customer was wearing the insulin pump at the time of admission. Troubleshooting was performed and the drive support cap and all settings appeared to be normal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.